Event description:
Material no. 309628, batch no. 8001750. It was reported that during use of the bd luer-lok¿ disposable syringe when the drawing up medication with an 18gage need le and then switching to the 27 gage needle "there is medication that gets lost in the 18g needle and stays in the leur-lok syringe." No specific occurrence dates, about 150 patients, but the date/time and or patient information is unknown.¿ the following information was provided by the initial reporter: "draw up the medication to be administered, draw up to 18 g change to 27 gauge before administering to patient and there is medication that gets lost in the 18 g needle and stays in the leur lok syringe, happens every time. How much of a medication is lost. No specific occurrence dates, about 150 patients.

Manufacturer narrative:
H.6. Investigation: all visual inspections were performed as per requirement. Batch 8001750 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples have been received for evaluation. This is a syringe-only product. The product is manufactured in accordance with iso: (B)(4) and its product spec. The described ¿loss of medication that gets left behind in the syringe/ needle hub¿ is known as ¿dead space¿ and has no influence on the volumetric accuracy of the product. If used properly, the dosage drawn and administered will be within the acceptable volumetric accuracy range per product specification and per iso:(B)(4). No defects confirmed for the reported product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309628, batch no. 8001750. It was reported that during use of the bd luer-lok¿ disposable syringe when the drawing up medication with an 18 gage needle and then switching to the 27 gage needle "there is medication that gets lost in the 18g needle and stays in the leur-lok syringe." No specific occurrence dates, about 150 patients, but the date/time and or patient information is unknown.¿ the following information was provided by the initial reporter: "draw up the medication to be administered, draw up to 18 g change to 27 gauge before administering to patient and there is medication that gets lost in the 18 g needle and stays in the leur lok syringe, happens every time. How much of a medication is lost. No specific occurrence dates, about 150 patients.